Event description:
The following info was provided by the cook area rep based on comments made by the user. During preparation of the 6 shooter saeed multi-band ligator, the blue hook broke from the loading catheter. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. One hook was detached adn returned loose in the packaging. The barrel with six attached bands and the string were returned. The blue hooks were all verified and found to be within the appropriate mfg spec. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. Qa will continue to monitor for complaint trends.